Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with an iliac artery aneurysm. Approximately 2 years post-implant the patient presented to a different hospital with complaint of back pain. The current proximal neck angulation is 70 degrees. The proximal neck diameter is 18x22mm, and the length is 10mm. The current aneurysm diameter is 56x66mm. The diameter of the right iliac artery is 6.7x8.8mm, and the left is 8.4x9.7mm. CT revealed a distal type I endoleak in the right common iliac with aneurysm rupture requiring urgent treatment. A 16x28x124 endurant limb was used to extend down to the internal iliac artery, but the endoleak did not fully resolve. Another manufacturer¿s stent graft was then implanted at the internal iliac artery, and the endoleak was further reduced but not resolved. The physician then coiled the internal iliac artery and extended distally with another manufacturer¿s stent graft limb. The endoleak resolved, and blood pressure stabilized. No additional clinical sequelae were reported, and the patient is stable. The physician commented that the limb may have migrated, although this is unlikely. It is believed that the patient¿s post-operative follow-may have been insufficient following the index procedure at the other facility.

Manufacturer narrative:
(B)(4). Conclusions: pre-implant rupture.